Event description:
Boston scientific received information that this device is part of an implanted system that exhibited a high out of range right ventricular (rv) lead impedance measurement (rv lead model/serial is 0148/(B)(4)). At a follow-up, a series of different tests and measurements were performed and the impedance measurements were correct. The decision was made to take no further action. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. Should additional information become available, this event will be updated.